Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported low sensor readings of 50 mg/dl, with symptoms of shaking, palpitations, headache, and subsequent loss of consciousness. The customer was taken to hospital, where a healthcare meter result of "over 200 mg/dl" was obtained. The customer was treated with ringer's lactate solution via IV, and could not recall other treatment details. The customer was discharged after blood glucose fell below 200 mg/dl. There was no report of death or permanent injury associated with this event.